Event description:
It was reported that the insulin pump alarmed motor error. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted during bolus and basal delivery; the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No damage case noted on the reservoir compartment. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.